Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The lever to free the wheels comes unlocked when they go to move the chair. The lever doesn't move but becomes disengaged inside the motor.